Event description:
Bard power port with groshong cath placed (B)(6) 2010, malfunctioned and xray performed (B)(6) 2010, demonstrated pinch off syndrome with the subclavian catheter fractured at the thoracic outlet with the distal fragment in the right atrium.